Event description:
It was reported by the sales rep that they were getting video interference on their monitor. They replaced the vapr generator and that fixed the problem. They completed the case with no pt consequence.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.